Event description:
The institution reported that they have been experiencing skin irritation beneath the statlock devices that were holding the bard PICC lines secured after insertion. They had five patients affected during a 24 mo. Period in 2003. All instructions related to the application and use of skin prep have been adhered to. They want to know if there is a problem elsewhere. No medical intervention reported.